Event description:
Emergency medical technician/paramedic (emt/p) observed a malfunction of the flexible one-way valve in the CPAP circuit. The emt/p inspected the device closely and observed that the valve was not seated properly. The emt/p immediately opened a second CPAP circuit, observed there was no malfunction in this one, and placed it on the patient with no adverse effects noted. Follow up: the flexible one-way valve in the CPAP circuit was not seated properly. This was visible only under very close inspection and would be missed with a quick glance. Because the valve was not seated properly, airflow would not be blocked. The circuit was in an unopened package and apparently, during the assembly/manufacturing process, the valve was not inserted properly. To assemble it correctly, you have to unscrew the valve housing, straighten out the flexible valve and screw the housing back on. In an emergency situation with a patient experiencing difficulty breathing, the emt/p does not have time to do this. In this occurrence, the emt/p was fortunate to have another circuit readily available. We have inspected our inventory for any additional circuits with misassembled valves and none were found. No additional occurrences of this type have been reported. ====================== health professional's impression======================see "description of the event" for details.